Event description:
During a follow-up in clinic, episodes of oversensing due to noise were noted on the right ventricular lead. No intervention was performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In clinic - high v rate transmission, appears to be noise on v lead, hospital are querying lead issue. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available. During a follow-up in clinic, oversensing due to noise was noted on the right ventricular lead. The patient was stable and will continue to be monitored.